Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. Correction. D1 brand name was corrected accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted into the right femoral vein in a 60-year-old male patient with a past medical history of coronary artery disease (cad), coronary artery bypass graft (CABG) surgery, diabetes mellitus (dm) presenting with acute myocardial infarction (ami) in cardiogenic shock (cgs) scai stage e requiring cardiopulmonary resuscitation (CPR) on multiple inotropes, vasopressors, ventilator support, and impella cp device prior to initiation of support. After the impella rp flex was inserted, later that day, an impella 5.5 device was inserted surgically into the right axillary artery for additional support. While the patient was in the intensive care unit (ICU) on bipella, the impella rp flex flows significantly decreased and did not improve despite increasing the p-level. The motor current (mc) level was higher compared to previous values. Additionally, the pulmonary artery (pa) waveform was significantly higher and acutely changing. The physician made the decision to remove the impella rp flex and the impella 5.5 device remained in place. The post-procedure outcome was survived at explant. Hemodynamic instability is being reported conservatively due to temporary hemodynamic support interruption after the impella rp flex device was removed; however, the device removal was performed with no consequence to the patient or support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low pump flow issue was most likely related to ingested biomaterial, based on returned product assessment and data log review. The cause of the injury was not determined due to insufficient clinical details.